Event description:
It was reported that there was a loaner repair. The event timing was outside of surgery. Therefore, there was no harm or delay. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available. Upon investigation, the device failed the cut test.

Manufacturer narrative:
Review of the most recent repair record determined the cutter failed the test cut due to an incomplete cut; however, the repair was not completed because the cutter was scrapped. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.